Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg, inside the capio cage. The procedure was completed with another uphold vaginal support system, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. A probable root cause for this issue is that the deployment suture and the retention suture inadvertently tangle. This may occur because the deployment suture is inadvertently crocheted through the retention suture during the crochet process or because the deployment suture is caught in the suture knot during deployment. This failure mode is anticipated in nature and is occurring at an anticipated rate per the current risk document profile. As stated above, no current changes have been implemented to date to address this failure mode. (B)(4).